Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes has a loose cap. This event occurred 1000 times. The following information was provided by the initial reporter: "this issue is regarding our clot activator(red top tubes),as per customer, after exhaustion of vaccum, the cap of tubes are getting opened on its own and the are at risk of sample getting spilled and even few samples got spilled as well."

Event description:
It was reported that bd vacutainer® serum blood collection tubes has a loose cap. This event occurred 1000 times. The following information was provided by the initial reporter: "this issue is regarding our clot activator(red top tubes),as per customer, after exhaustion of vacuum, the cap of tubes are getting opened on its own and the are at risk of sample letting spilled and even few samples got spilled as well."

Manufacturer narrative:
H.6. Investigation summary: material #: 367812; lot/batch #: 1293958. Bd received 10 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for second stopper creepout was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for second stopper creepout with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode second stopper creepout. Bd has initiated further root cause investigation relating to the issue of second stopper creepout through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.